Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the ambulatory infusion center discontinued a 4f single PICC that was inserted in (B)(6) 2023 and it fractured in the patient's arm leaving 16 cm to be retrieved. Interventional radiology had been contacted for the retrieval. Patient had to go to ir to get the piece removed. No other information was provided.